Event description:
It was reported that a device alarmed for system error 322. It was also reported that there were no pt injuries.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter eval confirmed the reported symptom through the device history long but was unable to reproduce under test. While monitoring the link and latch switches, the investigation found that the upper latch switch would open and close when pressure was applied to the door. This intermittent open/closed condition of the upper aux hook switch indicates a failing switch and will cause an ec 322 alarm. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper aux assembly will be replaced.